Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the battery of the device reached the elective replacement indicator (eri) voltage. The battery prematurely depleted due to elevated left ventricular threshold. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.